Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulators (usm) involved with this complaint and completed the device evaluation. Failure analysis investigations was not able to reproduce the reported complaint but could confirm the 26002 error via system logs. The unit was tested on an in-house system and failed in normal mode as error 23118 was triggered. The unit was also tested on a psc fixture test platform (pftp) and passed lissajous, sensors check, sine cycle and brake tests. The aca, fcp pca and fcp to aca harness will be replaced as a precaution. The suspect usm was analyzed and the complaint regarding the non-recoverable fault was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that there was a non-recoverable fault, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced one of the universal surgical manipulators (usm) to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being classified as a reportable event due to the following conclusion: while there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure that a fault occurred. The intuitive tech support engineer (tse) found a 26002 error that was recoverable, however, the fault was not recovering. The tse assisted the caller with performing a power cycle. The system restarted without issue and the surgeon resumed the procedure. Upon further review of the error logs, recoverable fault 23098 against arm 3 axis 3 was found. The procedure was completed with no reports of patient injury.